Event description:
Lukens med corp. 500 laser rd, rio rancho, nm 87124. When the retained packages were opened, the seals on both the primary and secondary packages were found to be normal and acceptable. The suture carrier and suture contained in each of the packages were found to be moist and the sutures were found to be pliable. 6.1 the sterility study results for both the wet and dry configurations showed zero positives after 14 days.